Manufacturer narrative:
During the requested site visit, the field service engineer found several cuvette failures/warnings and replaced several alnty c-series cuvettes. The replacement of cuvettes 166, 135, 167 and 145 resolved the issue. The module function was verified with a control/precision run. Return testing was not completed as returns were not available. The alinity ci-series operations manual provides adequate labeling with regards to maintenance and troubleshooting, removal, and replacement of the cuvette. This includes operational precautions and limitations, specimen handling recommendations, and fluidic subsystems troubleshooting to resolve the customers issue. There were no contributing factors in the month prior to the complaint identified regarding the system. The service history of the (B)(6) verifies no subsequent issues have been reported related to discrepant results post service intervention. There were no non-conformances or potential non-conformances applicable to the current complaint found for the cuvette. A 12-month review found no trends for the cuvette. A review of the current product monitoring review for the alinity c platform found no trends with regards to the current issue. Based on the investigation, no systemic issue or deficiency with the alinity c processing module, serial number (B)(6) , or the alnty c-series cuvette, list number 04s47-01.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer due to privacy issues.

Event description:
The customer reported falsely elevated potassium (k) results on one patient generated on the alinity c processing module. The results provided were: sid (B)(6) = 6.6mmol/l / retest 4.4(normal range 3.5-5.3mmol/l). There was no reported impact to patient management.